Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in a procedure. The exact procedure date was unknown. It was reported that there was a "rupture of the sphincterotome erection cable." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in a procedure. The exact procedure date was unknown. It was reported that there was a "rupture of the sphincterotome erection cable." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked. The device was observed under magnification and the cutting wire was broken and kinked from the proximal pierced hole. Additionally, the working length was torn from the tip to the brown mark. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, which can cause a premature cutting wire fatigue, leading to a break. Additionally, kinking/bending of the cutting wire can lead to a break. It was also found that the working length was torn. This could have been generated when the user pulled the guidewire through the c-channel or due to the technique used during loading of the guidewire into the device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.